Event description:
Based on attorney's initial report: ni/ni/ni - pt required substantial medical treatment and developed scarring, disfigurement and permanent injury due to defective mesh. Based on a review of medical records provided by the pt's attorney: (B)(6) 2003 - implant of composix e/x mesh, explant of unspecified mesh, lysis of adhesions and gastric bypass. On (B)(6) 2003 - hospitalization with reported abdominal pain, fever. 120 ccs of pus-like material aspirated. IV antibiotics started, wound vac placed and pt discharged home on (B)(6) 2003. On (B)(6) 2005 - laparoscopy, lysis of adhesions and repair of multiple hernias with two unspecified meshes.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae 2008004. Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Currently it is unknown whether the device may have caused or contributed to the reported event. The medical records indicate that the pt developed an infection following a hernia repair and gastric bypass procedure in 2003. While the infection was noted to affect the area of the mesh, there is no indication that the mesh was the source. The product's IFU states: "if an infection develops, treat the infection aggressively, the prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, there is no indication that the mesh was explanted, and there is no reference to the composix e/x in a subsequent hernia repair in 2005. A manufacturing review that included review of sterility records was performed and did not find any discrepancies.